Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 23 g x .75 in needle x 12 in tubing bd safety-lok¿ blood collection wingset had blood leakage from the hub of the butterfly needle, where it would attach to the tubing. This caused blood to leak outside the needle and tubing onto the floor and the patient. No serious injury or medical intervention reported.